Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a valid radio frequency overuse condition, averaging 30.893 seconds per day. 25 seconds per day is the limit for this device. Moreover, it was also due to frequent implanted device alerts, specifically ventricular tachycardia (vt) episodes. Frequent latitude transmissions increase device power consumption, thereby decreasing longevity. The patient also had atrial fibrillation (af) with rapid ventricular response (rvr) and intermittent atrial undersensing. As of this time, this device remains in service. No adverse patient effects were reported.